Event description:
The clinician reported that a patient was on cpb, and noted that high line pressure was created from kink in the arterial line, max pressure was increased, high line pressure created again with a kink in the arterial line, max pressure servo regulated the pump to no flow, interlocked cardioplegia pump still running, created negative pressure in the arterial circuit, air was seen in the oxygenator and the arterial bubble detector shut off arterial pumps and dependent pumps. Patient was off cpb for 4 minutes while they deaired the system. Went back on cpb and finished the case. The system behaved as expected. The software logs revealed recommended steps were not followed.